Manufacturer narrative:
An attempt to reproduce the reported event using cua version 4.2c and confirmed that the issue is not reproducible for the linked user, who has a correct postmeal analysis period this issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the sw requirement document (B)(4). After conducting a thorough investigation, we assume that the issue lies in the report settings for the breakfast postmeal analysis period. The configuration appears to have the to time earlier than the from time, which violates the report generation validation rule. This validation does not allow the end time of the postmeal analysis period to precede its start time. No additional complaint related findings were identified during the investigation. To assist with the resolution of the issue, the helpline team was advised to recommend the following to the user: update the report settings to ensure the postmeal analysis period maintains the correct time order, where the to time is later than the from time. After correcting the settings, the report generation should be retried to confirm successful execution. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an error when attempting to generate carelink reports. The error message stated, an error occurred while generating the report. The customer reported no adverse event. The event involved product(s) unk_carelinksw. Troubleshooting was performed, and the customer reported that the reports were not displayed as expected, and the customer was unable to locate the preferences section to update data source selections. No harm requiring medical intervention was reported. No product return is required for unk_carelinksw.